Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a system checkout while at the site. The imaging system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that navigation system's cranial 2.2.7 software became unresponsive in the plan task. The medtronic representative was attempting to threshold the 3d registration model. In the sagittal and coronal views she was able to adjust the threshold boxes around the patient image. When switching to the axial she was unable to click and drag the lines of the boxes. Closed the build 3d model task and back to the plan task. She attempted to click in the 4 image quadrants and the software would not respond. She was able to open and close the modify image panel and the control panel but not actually click on the images in the 4 quadrants to modify them. She rebooted the cranial application and the navigation system was fully functional after the reboot. There was no patient present when this issue was identified.